Event description:
It was reported that approximately 58 minutes into a da vinci s surgical procedure, the surgeon observed that the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument had a tear. The surgeon made the decision to continue to use the tip cover accessory; however, after some time of use, the same tip cover accessory developed a hole. The tip cover accessory was replaced and the planned surgical procedure was completed with a replacement tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the silicone part of tip cover has a .120 long tear at the distal end. The tear is in the axial direction, through the entire thickness of the silicone. The silicone also exhibits a hole burned through the entire thickness. And exhibits localized melting around the hole, thus indicating that an arcing event occurred. The hole size is roughly .020 in diameter and is located .365 above the silicone to sleeve interface. The tip cover also has various mechanical tears in the general vicinity of the holes. The instruments and accessories user manual specifically states: general precautions and warnings o inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. Do not use another instrument to clean the tip cover accessory. To prevent damage to the tip cover accessory insulation, always straighten the instrument wrist under endoscopic visualization before removing the instrument through the cannula